Event description:
47-year-old male patient treated with previous support of extracorporeal life support and intra aortic balloon pump, was treated with impella 5.5 due to chest pain and st elevation myocardial infarction complicated by cardiogenic shock. Patient was taken to catheter laboratory for a percutaneous coronally intervention of the left anterior descending artery and found to have a chronic total occlusion of the right coronary artery. During procedure patient experienced pulseless ventricular tachycardia and had to be shocked and received chest compressions. Patient was placed on intra aortic balloon pump and also on veno arterial extracorporeal membrane oxygenation due to severe cardiogenic shock. That same day patient was put on addition support of impella 5.5. Iabp was removed on day one of additional l impella support and patient received support from ecls and imeplla 5.5. Patient in critical condition and not able to be supported above p level 5 due to suction. Patient also has a patent foramen ovale, which is a concern in oxygenated blood flow. Day nine of support, the patient went into sustained ventricular tachycardia and had to be defibrillated to achieve normal sinus rhythm. Patient experienced gastrointestinal bleeding on day 13 of support. Patient is in alcohol withdrawal and respiratory distress, which had to be managed medically. On day 42 of support hemolysis markers were found to be high and echo ordered to check position of pump. Patient was to be prepared for durable left ventricular assist device and noted to be septic. Patient experienced alarms of position unknown but got resolved with bolus. Need to provide packed red blood cells to patient, but not because of hemolysis concern. Impella 5.5 device removed successfully after 58 days of support, which is longer than the recommended use of 14 days. Impella catheter plu-in broke and plug-in piece was left behind in the automated impella controller. Impella support was continued beyond the recommended 14 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. In addition, the use of multiple mechanical circulatory support systems, such as combined impella and extracorporeal circulatory life support (ecls) therapy, is associated with an increased risk of adverse events due to the cumulative complexity of the support strategy and the additive device-related risks. Ip1-pec2: around the time of explant, the patient cable was damaged. When moving the ir stretcher forward, the impella 5.5's the aic plug broke apart from the white patient cable and remained connected to the automated impella controller (aic). Staff did not removed the aic plug from the console in order to preserve the state of the damage, as they were unsure if there could be damage to the aic from this event as well. The impella 5.5 was explanted on (B)(6) at 10 am. Meanwhile this damage occurred on (B)(6) and abiomed became aware of this issue on 10:03 am. Therefore, it is extremely likely that this event occurred post-explant, when the patient was not on support. The case record shows that the patient was successfully explanted on (B)(6), after approximately 2 months of impella 5.5 support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.